Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg had reached end of service, resulting in the ipg becoming inoperable. Surgical intervention occurred on (B)(6) 2021 wherein the ipg was replaced to resolve the issue. Effective therapy was established postoperatively.